Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin. The customer's blood glucose level was 160 mg/dl. As the customer was unable to perform troubleshooting at the time of the reported event, the customer confirmed tandem technical support would be contact to reload the cartridge. Although requested, no further information was provided by the customer.